Event description:
This event was reported as central regurgitation, insufficiency, grade 3-4 with a re-thoracotomy short time post implant. The patient had multiple cerebral embolisms which may have been caused by vegetation, dislodgement from the explanted aortic/mitral valve. The patient also had high left atrial pressure and high "v" wave. No further information was provided.